Event description:
It was reported that the patient underwent a surgical procedure to implant a new inflatable penile prosthesis (ipp) after explant of their previous ipp device for unspecified reasons. It is unknown whether the explanted components will be returned. No patient complications were reported. A supplemental report will be filed should additional information be received or the device returned and analysis completed.